Manufacturer narrative:
Manufacturing site : (B)(6), registration number: (B)(4). When the reported device was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, the date the manufacturer became aware of this event was considered the date the device was returned. Two units of asahi corsair pro xs, asahi corsair pro xs 135cm and asahi corsair pro xs 150cm, were returned for evaluation. The returned corsair pro xs 135cm was found with an asahi sion blue inserted inside. A tip fragment of the corsair pro xs 150cm, approximately 2.5mm in length, was left on the tip of the corsair pro xs 135cm. The breakage end of the fragment had a trace of ductile fracture. The tip end of the returned corsair pro xs 150cm was found stretched and separated. The tip breakage end had a trace of ductile fracture of the tip polymer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the tip of the corsair pro xs 150cm might have run onto the tip of the corsair pro xs 135cm due to stress caused by catheter manipulation during advancement or by guide wire delivery. Consequently, the two microcatheters got stuck to each other. As attempts were made to release the corsair pro xs 150cm from the corsair pro xs 135cm, pulling force exceeding the product design limit could be applied on the tip polymer of the corsair pro xs 150cm, causing the tip of the corsair pro xs 150cm to be stretched and separated. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that an asahi corsair pro xs 135cm was advanced antegradely and asahi corsair pro xs 150cm was advanced retrogradely in lad during a pci to a heavily calcified cto in mid-rca. Asahi rg3 was used and externalization was completed. While asahi rg3 was being changed to asahi sion blue guide wire for better guide wire support, the corsair pro xs 135cm and the corsair pro xs 150cm got stuck to each other. A non-asahi catheter exchange catheter was used to fix the corsair pro xs 135cm and the corsair pro xs 150cm was successfully withdrawn. Although the procedure was continued, it was revealed that the sion blue was in a false lumen. As it was concluded that stent delivery was not possible, the procedure was discontinued. It was informed that there was no health problem and the patient has been stable after the procedure.